Event description:
Placed a ff905sb which went in fine. When it was time to take the distraction pin out, placed screwdriver on, started to unscrew it and the pin broke in half (approximately). Box was discarded; therefore, lot number is unknown. Surgeon decided to leave the piece. Surgery was delayed 30 minutes trying to remove the pin. Patient injury was not reported.

Manufacturer narrative:
Aesculap implant systems (ais) has requested the device and post-op x-rays for investigation. User facility has device and is determining if/when it can be released for evaluation. Ais will forward the device to the manufacturing facility upon receipt.